Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 92 mg/dl. Reportedly the customer was using cold insulin, tandem technical support educated the customer this was off label per tandem user guide. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.